Event description:
According to the reporter, the catheter failed calibration. There was a delay in procedure due to the alleged device malfunction. Po st-procedure, the user had difficulty removing the catheter from the patient and an x-ray was taken of the sinuses. The physician was able to remove the catheter without issue.